Manufacturer narrative:
Additional information: patient identifier: multiple = (B)(6) and (B)(6). During the site visit by the field service representative it was discovered that the reagent 1 probe was badly aligned. The fsr calibrated the reagent 1 probe (01g47-03) which resolved the issue. A review of the architect (B)(4) service history did not identify any contributing factors on or around the date of the complaint. There was no subsequent contact from the customer regarding erratic/discrepant results since the reagent probe was calibrated. A search for similar complaints did not identify any trends or systemic issues for the reagent probe. A search for similar complaints did not identify any trends or systemic issues for the architect c4000. A review of labeling found the architect system operations manual and the c4000 service and support manual provide information regarding limitations of result interpretation, component calibration, and troubleshooting of the described issue. Based on the investigation no product deficiency was identified calibrated the reagent 1 probe (01g47-03) or the architect c4000, serial number (B)(4). No additional patient information was obtained by the customer.

Event description:
The customer reported erratic patient results on two patients - one for creatinine and one for total bili. The results provided were: on (B)(6) 2018 (B)(6) creatinine = initial 264umol/l / 78umol/l / 69umol/l; (B)(6) t. Bili = 3.1umol/l/ 1.8umol/l. There was no reported impact to patient management.